Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition of overheating was not confirmed. However, the device ceasing was confirmed. A visual and functional assessment was performed on the device which found that the device did not function when connected to the console device, which was caused by the pins pushed back in the connector. It was determined that the issue with the pin pushed back in the connector was from the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin, causing the device to not function. It was determined that the component damage caused by user error. The assignable root cause was determined to be due to user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a temporal laboratory use, it was discovered that the motor device overheated and ceased. There was no human patient involvement as the device was used for cadaver purposes only. There were no reports of user injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.